Manufacturer narrative:
The device was evaluated and found to be within specification. This MDR is late. A review of repair requests found mdrs that were not submitted due to an issue with our interface between our repair system and our complaint system. A CAPA was opened to address the issue to prevent reoccurrence.

Event description:
While using a g139 scaler, the handpiece and insert tips were getting hot ; no injury resulted.